Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 536 mg/dl. The blood glucose trend during the call was 536 mg/dl, 476 mg/dl, 454 mg/dl and 428 mg/dl and the current blood glucose was 393 mg/dl. The customer was not using auto mode function at the time of the event. The customer also stated that, the infusion set had bent cannula. The insulin pump will be returned for analysis.